Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device is removed'), congenital cystic kidney disease ('polycystic kidney disease/ I am still stage 2 on my adpkd') and colitis ulcerative ('ulcerative colitis is an autoimmune disease') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced congenital cystic kidney disease (seriousness criterion medically significant) and colitis ulcerative (seriousness criterion medically significant). The patient was treated with surgery (complete hysterectomy). Essure was removed. At the time of the report, the medical device removal and congenital cystic kidney disease outcome was unknown. The reporter considered colitis ulcerative, congenital cystic kidney disease and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: 2019-229765. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.